Event description:
During a left osteochondroma procedure, the rasp broke and some of the pieces fell into the wound. The surgeon removed the visible pieces, then used an x-ray to find and remove all the remaining pieces. The patient has successfully recovered.